Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an untreated ventricular episode due to sensing of noise. The patient stated that he had been leaning on a phone with magnetic charging. Technical services review indicated that the artifact appeared to be most likely due to myopotentials. It was recommended to evaluate the patient in clinic with isometrics and provocative maneuvers. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the patient was evaluated in-clinic and the artifact could not be recreated with the phone present near the device. Normal follow-up was planned and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an untreated ventricular episode due to sensing of noise. The patient stated that he had been leaning on a phone with magnetic charging. Technical services review indicated that the artifact appeared to be most likely due to myopotentials. It was recommended to evaluate the patient in clinic with isometrics and provocative maneuvers. The rv lead remains in service and no adverse patient effects were reported.